Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she received the following results on her aviva system compared to a professional meter within 8 minutes: 111 mg/dl (aviva system) and 60 mg/dl (doctor's meter). She drank orange juice to raise her blood glucose. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and a replacement was sent.